Event description:
--

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited loss of capture at maximum pacing outputs. An x-ray was performed, which confirmed the lead was dislodged. A lead revision was performed; an attempt was made to reposition this lead, but the physician found the lead difficult to manipulate. The lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lead being difficult to manipulate during repositioning or to the clinical observation of dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.